Manufacturer narrative:
Device return: four used 011-42584-05 transpac IV monitoring kits were returned. Visual inspection and analysis (pre and post decontamination) recorded leakages during decontamination flushing with three of the returned complaint samples. No leakages or anomolies observed with the fourth sample. Engineering testing and analysis was performed. Each of the returned used complaint devices were tested per the applicable specification. For reference purposes the units are numbered / labeled device 1 through device 4. The results recorded: device 1 - channel leak was observed between the tubing and squeeze flush male luer connector components. Engineering assessment determined this was due to a mfg. Assembly error / insufficient solvent at the bonded connection. Device 2 - leakage was observed originating from cracked/damaged female luer. The component damages were consistent with usage conditions where components are over exposed to chemical/disinfectants and combined with excessive connection forces can over time result in cracks/crazing. Device 3- leakage was observed originating from cracked/damaged squeeze flush connection. The component damages were consistent with usage conditions where components are over exposed to chemical/disinfectants and combined with excessive connection forces can over time result in cracks/crazing. Device 4 - there were no leakages, performance issues replicated. Findings: engineering testing and analysis of the returned 011-42584-05 complaint samples recorded mixed findings. The reported product issue, leakage was confirmed on three of the four returned 011-42584-05 complaint samples. The root cause(s) was attributable to incorrect usage/unintended force on two of the complaint samples and on the third complaint sample the leakage was attributable to a mfg./assemble bonding error. A multi discipline continuous improvement team has been formed to perform in depth analysis and investigation of this type of intermittent assembly bonding issue. A review of the applicable design, materials,and involved manufacturing and equipment processes was conducted. Detailed reviews of previously implemented improvements relating to assembly bonding operations, equipment and employee training programs were performed. Functional data obtained from production lots and engineering studies were reviewed. No trends/failures in performance were found. Current status: the initial engineering efforts and team investigations of this component assembly bonding processes recorded mixed findings that were inconclusive. Additional investigation activities and engineering efforts are in progress. Interim measure: ICU medical has implemented 100% nondestructive pull testing and 100% leak testing followed by visual inspection. Current builds reflect these additional heightened testing and inspection processes.

Event description:
Int'l. ((B)(6)) complaint received reporting unspecified leakage issue with 011-42584-05, transpac IV monitoring kits. The initial information reported to the mfger. Stated leakages occurred during initial set-ups/pretesting with no direct patient involvement. Upon receipt and assessment of the returned monitoring kit devices residual blood was visually observed. Follow up confirmed there were no patient injuries, no delay in critical therapy and or adverse outcomes.